Manufacturer narrative:
The investigation was initiated but has not been completed. This initial report is being submitted to meet the 30 day reporting requirement. Upon completion of the evaluation a follow-up report will be submitted.

Event description:
Customer states; after the dose was done the pump did not alarm and continued to pump air. Patient injury reported? No.